Event description:
It was reported that the patient developed a (B)(6) infection. The implantable cardiac de fibrillator (ICD) and leads were explanted and replaced two months later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead (B)(6) 2002; 419488 lead (B)(6) 2007. (B)(4).